Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report received from the USA stated the device is experiencing a heating issue during surgery. No pt or user injury was reported. The date of the event is unk. No add'l info was provided.